Event description:
It was reported to boston scientific corporation on september 03, 2009, that an autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, while the physician has the cutting wire in position with the duct, he attempted to cut the ampulla. The wire broke. The tome did not have any contact with another device. No fragment of the cut wire was left inside the patient. The tome was removed and the procedure completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).